Event description:
On (B)(6) 2014, the distributor contacted animas alleging that the pump gave unable to prime warnings. There was no additional information available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box showed loss of prime with non-zero force was recorded. No loss of primes occurred during testing. The force sensor calibration was found to be within specifications. The loss of prime issue was shown in the black box but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).